Event description:
"Unable to deploy the stent graft: the apex holder knob was too stiff and could not be slid toward the gray guidewire lure to release the bare stent while the controller was in position 3. After several attempts with force, the apex holder knob was able to be slide toward the gray guidewire lure, and the bare stent was released. Subsequently, the stent graft was successfully implanted. Operation type: stent graft implantation no blood loss no image available pre-case plan will be available no additional information available (tc#(B)(4))" patient outcome: "no health damage to the patient."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Unable to deploy the stent graft: the apex holder knob was too stiff and could not be slid toward the gray guidewire lure to release the bare stent while the controller was in position 3. After several attempts with force, the apex holder knob was able to be slide toward the gray guidewire lure, and the bare stent was released. Subsequently, the stent graft was successfully implanted. Operation type: stent graft implantation no blood loss no image available pre-case plan will be available no additional information available (tc#(B)(4))" patient outcome: "no health damage to the patient."